Manufacturer narrative:
(B)(4).

Event description:
Philips received a report that a female patient sustained necrosis of the skin in the neck after being examined on a mr system for a lumbar spine study with whole spine screening procedure.

Manufacturer narrative:
Based on the severity and location of the affected skin combined with all the other available information, it is concluded that the incident is the result of a foreign object located close to the patient's skin (e.g. Embroidery or hair ornament). Further circumstances that enabled this event to take place were identified: the patient did not receive a nurse call at the start to the examination several high sar scans were performed. The patient was covered by a sheet or blanket. (B)(4).